Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) shock channel. No inappropriate therapy was delivered but a variance in the shock impedance measurements between 45 to 90 ohms was observed. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.